Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was an unspecified issue with the connection of the solution bags to the set-up during peritoneal dialysis therapy. The patient was not connected at the time of the event. There was no patient injury or medical intervention reported. The technical service representative reviewed proper procedures with the nurse. No additional information is available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.